Event description:
It was reported that the plate which was implanted on (B)(6) 2012 was broken on (B)(6) 2012. So, the replacement of the broken plate was performed on (B)(6) 2012.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.